Event description:
It was also reported the right atrial (ra) lead also experienced no pacing. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a follow-up one day post implant it was discovered the right atrial (ra) lead had dislodged, was unable to capture and was sensing ventricular activity. The physician gave instructions to reprogram the implantable pulse generator (ipg) with plans to reposition the lead at a future date. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing information. Strips showed atrial lead with apparent sen sing of ventricular activity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: addr01, implantable pulse generator (ipg), implant: (B)(6) 2013; model: 5076, right ventricular (rv) implantable pacing lead, implant: (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).